Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) patient underwent a epicardial ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During the procedure, during mapping was conducted for right ventricular apex, it was confirmed that blood pressure was dropped. Drainage was performed, the blood pressure was improved, and the procedure was completed. The patient was left from the room. The patient is in the cardiac care unit (ccu), but the condition was improved. The physician's opinion on the relationship between the event and the product is that there was no causal relationship. Past medical history: vt ablation 3rd time. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was not related with the biosense webster, inc. Product. The patient outcome of the adverse event was improved. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were real time graph; dashboard; vector; visitag with fot and tag index. The patient's condition improved in ccu, and as of (B)(6) 2022, the patient was already discharged from the hospital. Conservatively this event was assessed as MDR reportable since there is no indication what may have caused the cardiac tamponade. In addition, this event was assessed as prolonged hospitalization since the procedure was on (B)(6) 2022 and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on 04-jul-2022. The outcome was fully recovered and the patient was discharged from the hospital. It was not reported that the patient required extended hospitalization. No ablation was performed and no evidence of steam pop. As reported in the 3500a initial, this event was assessed as prolonged hospitalization since the procedure was on (B)(6) 2022 and the patient was discharged on (B)(6) 2022. The complaint remains assessed as prolonged hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).